Manufacturer narrative:
Information not available, device not returned for analysis. Additional info rec'd: surgeon advised that the staple cartridge fell out when using it. Bleeding was not a result of the cartridge faling out. The pt had to be opened due to her cancerous lung that was necrotic caused the bleeding. Because visualatization was compromised due to the bleeding, the convert to open was necessary.